Manufacturer narrative:
(B)(6) this lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow-up, loss of capture (loc) was observed on this right atrial (ra) lead. An x-ray confirmed the lead was dislodged. A lead revision was performed, and the physician elected to explant the lead and implant a new ra lead. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.